Event description:
The patient reportedly experienced an overly loud sensation. The patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning . Programming adjustments were made. However, the reported problem was not resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.